Event description:
Pt reported to have developed blisters of top and bottom of foot as well as on calf following treatment with the anodyne unit. The blisters were approx 3 cm x 2.5 cm, 8 cm x 4.5 cm, and 6.5 x 4.5 cm respectively. Pt received medical treatment for the burns.